Event description:
The customer reported that she went to the emergency room on (B)(6), 2014 and was admitted to the hospital at (B)(6), 2014. The customer has blood glucose levels over 700 mg/dl and was diagnosed with dka (diabetic ketoacidosis). The customer was treated with insulin and IV fluids.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.